Event description:
Info received indicates during a product in-service, the account manager stepped on the sabina ii foot tray and it cracked.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the investigation has been completed.